Manufacturer narrative:
Additional information in b4, g4, g7, h2, h6: methods, results, and conclusion codes. The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Without the returned product, the event is non-verifiable.

Event description:
It was reported that a patient underwent a revision surgery to remove an easyspine construct for an unknown reason. There was no further surgical or patient information provided. This is report four of six for this event.

Manufacturer narrative:
Common device name: easy spine system or ldr spine USA spine tune, tl spinal system, ldr spine USA easy spine, posterior spinal system, ldr spine USA mc implant s... 510(k) number: k123134 or k121103. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3004788213-2020-00029 to 3004788213-2020-00034.

Event description:
It was reported that a patient underwent a revision surgery to remove an easy spine construct for an unknown reason. There was no further surgical or patient information provided. This is report four of six for this event.